Manufacturer narrative:
Complaint no: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown baxter product did not delivery the full dose of fluorouracil. There were no defects noted with the patients peripherally inserted central catheter line. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available. This is report 1 of 3.